Manufacturer narrative:
Device passed self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm, low reservoir alarm, prime/fill anomaly or audio/beep anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had infrequently priming issues. The customer's blood glucose value was unknown. Customer stated that insulin pump had unexplained random no delivery alarms and did not notify when they had zero units in reservoir. The insulin pump will not be returned for analysis.